Manufacturer narrative:
Investigation summary: it was reported there was a dark foreign matter, possibly blood. To aid in the investigation, five samples in sealed packaging flow wraps and three photos were received for evaluation by our quality team. A visual inspection was performed and all five samples have a brown foreign matter that appears to be from the barrel label applicator. No other defects or imperfections were observed. The samples were sent to a laboratory for additional testing. The analysis confirmed that the foreign matter is not blood. However, the identification of the foreign matter was inconclusive. The three photos provided show the samples received. It could be possible this defect could occur if there was not proper cleaning of the labeler machine. A device history record review was completed for provided material number 306547, lot number 1084510. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that dark, blood-like foreign matter was found in the syr 10ml pump compatible saline 10ml fil. The following information was provided by the initial reporter: "dark substance (possibly blood)."